Manufacturer narrative:
The analysis was performed on a cobas 5800 instrument (serial number: (B)(6)). The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay performed within specifications. A review of the provided data indicated that the sample in question exhibited a low viral load, with results near the limit of detection of the assay. This is consistent with the observed wavering results between reactive and non-reactive outcomes. No abnormalities were identified in the system or reagent performance, and no systemic product issue was detected for reagent kit lot k00715. The investigation also noted that deviations from optimal workflow, such as potential cross-contamination, could contribute to unexpected reactive results in a clinical context. The root cause was attributed to a sample-specific issue related to low viral concentration. The results have not been released.

Event description:
The initial reporter alleged discrepant results for a single individual donor testing (idt) sample using the kit cobas 58/68/8800 mpx 480t ivd on the cobas 5800 instrument. On (B)(6) 2024, the sample (ID: (B)(6)) generated a reactive result for the hiv target with a cycle threshold (CT) value of 35.96. The growth curve showed a sigmoidal curve with late amplification, indicating a low viral load. On (B)(6) 2024, the same sample was retested under two different ids (B)(6) and both generated non-reactive results for the hiv target. The results have not been released.